Event description:
Information received indicates the head section will not go up.

Manufacturer narrative:
The technician found contamination on the head up valve which would not allow it to open. The technician replaced the valve to repair the bed.